Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a implantable cardioverter defibrillator replacement. Upon review, the physician suspected that the device may have prematurely depleted. The device was removed and replaced. The patient was stable following the procedure.